Manufacturer narrative:
Investigation of the returned console part confirmed the root cause of the malfunction to be a failure of an a2 power board transistor. This failure mode will be monitored to determined if it exhibits an upward trend.

Event description:
This console was not on a pt. During console checkout, it was discovered that there was no power to alarm panel or computer.